Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further information revealed the patient's extension was repositioned on (B)(6) 2014 due to skin erosion. Additionally, the patient's infection has resolved.

Event description:
The patient is a participant in a clinical study ((B)(6)). It was reported the patient ((B)(6)) is experiencing a pus discharge and swelling at the back of the head which started approximately 3 months ago. A culture was taken which revealed an infection. In turn, the patient was prescribed medication and will follow-up with the physician at a later date.